Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement wherein the ipg pocket was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg depletes more rapidly than normal and could not charge it. The patient reported that he had radiation therapy and a non-device related surgeries in which he was not sure if electrocautery was used. It was believed that the ipg was damaged in some way during those surgical procedures. Database analysis revealed no anomalies. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's ipg depletes more rapidly than normal and could not charge it. The patient reported that he had radiation therapy and a non-device related surgeries in which he was not sure if electrocautery was used. It was believed that the ipg was damaged in some way during those surgical procedures. Database analysis revealed no anomalies. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the reason for relocating the ipg was that the patient had weight loss and the ipg appeared to be superficial and was bulging out a bit. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 4mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics. The possibility that electrical leakage could cause heating and/or pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing heating or pain at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient's ipg depletes more rapidly than normal and could not charge it. The patient reported that he had radiation therapy and a non-device related surgeries in which he was not sure if electrocautery was used. It was believed that the ipg was damaged in some way during those surgical procedures. Database analysis revealed no anomalies. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's ipg depletes more rapidly than normal and could not charge it. The patient reported that he had radiation therapy and a non-device related surgeries in which he was not sure if electrocautery was used. It was believed that the ipg was damaged in some way during those surgical procedures. Database analysis revealed no anomalies. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the reason for relocating the ipg was that the device appeared to be superficial and was bulging out a bit.